Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing detached from connector on (B)(6) 2022 and (B)(6) 2022. The issue occurred with 2 same type of infusion sets. The blood glucose level of the patient at the time of event was 390 mg/dl on (B)(6) 2022 and 120 mg/dl on (B)(6) 2022. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.